Event description:
It was reported that balloon detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilation. However, after reaching the nominal pressure, the balloon part was separated. The procedure was completed with another of the same device and there were no patient complications nor injuries reported. It was further reported that balloon rupture occurred and no additional intervention performed.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilation. However, after reaching the nominal pressure, the balloon part was separated. The procedure was completed with another of the same device and there were no patient complications nor injuries reported.